Event description:
It was reported that the patient came for a routine follow-up with a device that recorded several episodes of nonsustained lead noise. The alerts were caused by mismatches and a latency between the near and far field channels during atrial tachycardia with rapid ventricular response. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.